Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the enclosure of the device was an older style that had cracks around the bolts on the reservoir cover. Functional testing included filling the water tank with water, plugging in the line cord, and switched the power on. The reported problem of the device leaking water was able to be replicated. The root cause of the reported issue was found to be the damage to the reservoir cover, most likely caused by the customer. No repair actions were taken due to the age and condition of the device. The original device history record (DHR) review is no longer applicable as the device was manufactured in 1999. The results of this investigation do not implicate a service process. UDI is unknown. No product information has been provided to date. Operator of device unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there were leaks. No patient injury was reported